Event description:
Complainant alleged that during functional testing, the device displayed "bridge test failed" and defib fault 78" messages. Complaint indicated that there was no patient involvement in the reported malfunction.